Manufacturer narrative:
(B)(4). The analysis results of the device found evidence that the device has been reprocessed by ascent health care solutions; therefore, no testing was performed to evaluate the incident reported. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The trocar was leaking pneumo. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).